Event description:
I went in to assess my patient upon hearing the alaris pump alarming. I found the baxter tubing disconnected from the IV hub at a portion that was not supposed to be removable (above the second cylindrical plastic piece).